Event description:
Complaint alleges: the customer reported that during a surgery, the stapler did not work. The staples were stuck in the stapler. No pt injury reported. Additional info was requested, but no additional info has been submitted at the time of this report.

Manufacturer narrative:
(B)(4). Four (4) boxes (24 staplers) of catalog number 528235 visistat 35w 6/box were received not used, closed in original packaging, lot # 73h1400227 was confirmed with samples received. During visual inspection it was observed that all components of staplers looked well assembled. All staplers were tested in the same condition and in the same form. Functional inspection was performed: staplers were removed from the original packaging, then staplers were fired and all staples were loaded, formed & released, no quality issues were found. Samples (24 staplers) received did not confirm the defect reported by the customer "stuck in stapler" during visual inspection. A functional inspection was performed to try to duplicate the reported defect. The devices worked properly. Also all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Complaint alleges: the customer reported that during a surgery the stapler did not work. The staples were stuck in the stapler. No patient injury reported. Additional information was requested, but no additional information has been submitted at the time of this report.

Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to this complaint. No corrective actions can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, due to the lack of defective product, it is not possible to confirm the complaint and to determine the root cause. The MFR will continue to monitor and trend relating complaints.